Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The pt indicated that the alleged meter issue started on the event date, at 7:45 am. However, the pt reportedly obtained a meter reading of "189 mg/dl" the night before and took 3 units of humalog insulin. The morning of the event, the pt expected her blood glucose to have been around "120 mg/dl." The pt had symptoms of dizziness and felt like passing out. She tested her blood glucose at that point and got a result of "174 mg/dl." The pt ate an apple and drank milk. The self-treatment helped the pt to feel better. The pt denied being tested on another device. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her gingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter was reading inaccurately high and developed symptoms suggestive of hypoglycemia after taking insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.